Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown, implanted: (B)(6) 2021, product type screening device product ID 309201 lot# unknown serial# implanted: (B)(6)2021. Product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6)2021. It was reported that the patient stated they must have pulled the leads out of their back at some point last night, as they noticed they were off this morning. They had reached out to their doctor and were waiting on their call. The issue was not resolved at the time of the report.